Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-02174 the complaint device (commander delivery system - model 9610tf29) is not sold or marketed in the us; however it is deemed similar to the (commander delivery system - model 9600lds29). The PMA/510k field will be blank. The lot number is 60083083. Investigation is ongoing. Investigation is ongoing, evaluation anticipated.

Manufacturer narrative:
Conclusion code- manufacturing deficiency. The delivery system was returned for evaluation after being used in the field with the handle in the unlocked position, and the strain relief was bunched. No other abnormalities were visually noted. The device was unable to be de-aired during functional testing. Consistent stream of air bubbles was drawn into the syringe during de-airing. Upon inflation of the delivery system, fluid leaked at the handle area. The device was disassembled and a separation was observed on the balloon shaft proximal to the metal stop sleeve. No functional testing for the fine adjustment difficulty was conducted based on the condition of the device containing a separation on the balloon shaft. The returned delivery system was dimensionally measured on any components that could possibly interact during the valve alignment function or contribute to the leak. All measured dimensions are within specification and no interference was noted where the balloon shaft passed through the collet and tailpiece. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. During manufacturing, the commander delivery system underwent 100% inspection for collet engagement, mechanical damage (e.g. Kinks, breaks), collet and shaft clearance, and fine adjust function. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan, which includes balloon knob engagement. The lot met statistical acceptance criteria. The complaint for fine adjustment difficulty could not be confirmed, as the fine adjustment mechanism was not functional due to a separated balloon shaft. The separated balloon shaft occurred during manipulation of the device after the fine adjust difficulty was encountered at the complaint site. Therefore, engineering evaluation is unable to confirm fine adjust difficulty prior to the separation of the balloon shaft. Review of this type of complaint revealed a potential manufacturing non-conformance related to the reported event. The root cause of insufficient collet engagement/holding capability was determined to be due to either the balloon shaft being locked at the incorrect position (such that the collet engages on the blue nylon portion rather than the steel stop sleeve), or the surface condition of the metal sleeve component on the balloon shaft was not optimal for the collet to grip on to it. Both factors can influence the capacity for the fine adjustment mechanism to function properly. The complaint for leakage was confirmed. During functional testing, the device could not be de-aired. In addition, a break in the balloon shaft was observed at the proximal end of the stop sleeve. The root cause of this failure was investigated as a part of a related CAPA. The primary root cause was determined to be the use of excessive force or bending during valve alignment process. Bending of balloon shaft at the proximal stop sleeve can break the joint. Bending is considered plausible during clinical use. Clinical usage scenario: user is inadvertently pulling the shaft past the yellow marker and bending the balloon shaft in during gross valve alignment. Bending while the yellow marker is visible stresses the proximal bond. A fsa (field safety notice) was distributed in february 2015, prior to this complaint event, containing additional instructions and troubleshooting measures to employ should the fine adjustment issue arise. This was distributed to edwards clinical specialists and tavr physicians who use the commander delivery system. In addition, the balloon shaft design has been improved to increase collet engagement forces. This design change was implemented after the manufacturing date of this complaint device.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-02174. The complaint device (commander delivery system - model 9610tf29) is not sold or marketed in the us; however, it is deemed similar to the (commander delivery system - model 9600lds29). The PMA/510k field will be blank. The lot number is 59997690. Investigation is ongoing. Investigation is ongoing, evaluation anticipated.

Event description:
During device manipulation, the inflation lumen of the valve delivery system cracked. The first 29mms3/commander was prepped to nominal volume and inserted into the sheath. During valve alignment, the fine alignment wheel was reset multiple times with only slight movement of the valve resulting. The first delivery system balloon shaft was pulled quite a bit past the warning marker as they attempted to manually align the valve between the markers and the shaft fractured during the manipulations. There was no attempt to inflate it because the fracture was completely visible. The team was able to pull the valve and delivery system back through the sheath, the sheath was removed and a new 16fr sheath was inserted. The second 29mm s3/commander delivery system was prepped to nominal volume. During attempts to align the valve, the same thing occurred with the team resetting the fine alignment wheel multiple times before trying to manually align the valve onto the balloon. The delivery system was not pulled quite as hard but they stopped when they were unable to get the last 2-3mm of valve alignment done. Concerned for the risk of embolization, the decision was made to remove this system and prep a new device. A 3rd sheath was inserted and a 3rd 29mm s3/commander delivery system was prepped to nominal volume, inserted into the sheath and valve aligned in the descending aorta without any issues. Positioned across the annulus with the center marker at the leaflet hinge point and deployed using slow, steady inflation with a final position of 80:20 aortic/ventricular. No ai was noted via root aortogram. No tte done since the team was comfortable with these findings and hemodynamics were stable. Lfa perclosed x3 (1 failed). Iliac runoff showed good distal flow. Patient left the room awake and in stable condition. While cleaning the second unit up on the back table, after removal, it was noted that while flushing the gwl, the balloon was inflating a little bit. This seemed to indicate there was some shaft cracking under the handle leading to a communication path between the 2 lumens.